Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair present in the package is inconclusive due to poor sample condition. One photo sample of a blue gown outside of its original packaging was returned for investigation. A black colored fiber was observed to be present on the gown. The presence of the fiber present on the gown prior to package opening could not be confirmed with the sample returned; therefore, the complaint is inconclusive due to poor sample condition. Possible contributing factors include material deposited after packaging opening or during packaging. A lot history review (lhr) of recq2060 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq2060) have been reported from one u.s. Facility.

Event description:
It was reported that a hair was found when the pack was opened.